Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:as follows: it was reported that the helical blade inserter broke during a procedure on (B)(6) 2015. The procedure was successfully completed with approximately a 15 minute surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown . The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture date:06/03/2011, manufacture location: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one part belonging to the trochanteric fixation nail system was returned; one helical blade inserter (part # 357.372, lot# 6681252, mfg 03jun2011). This device was returned with the complaint that ¿the helical blade inserter broke during a procedure on march 26, 2015.¿ upon receipt of this device it was seen that the pin of the alignment indicator which contacts the shaft, and prevents the distal portion of the device from spinning is shorn off, and additionally the handle of the device is heavily covered in hammer marks. This complaint is confirmed. This complaint likely occurred as a result of years of regular use and impaction caused by hammering, which damaged the connection between the shaft and the alignment indicator, causing it to shear off. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.